Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. The blade of the power cord plug is missing. This was due to physical damage to the ac power cord. (B) (4). (B) (4).

Event description:
The customer contact reported a broken ground prong. The device was returned to the biomedical engineering dept with an unsigned note that stated, "prong snapped off end of power cord." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.